Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to investigation the subject device had leakage during user handling and water invaded the device which caused abnormality in the electrical components and the charged coupled unit (ccd) was broken while the user was handling the device which led to the suggested event occurred. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the event occurred during a bronchoscope diagnostic procedure.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, humidity inside connector, air-leak at air valve unit, angle rubber gluing separated, connecting tube damaged and scratched, and knob play and less angulations. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during annual preventive maintenance of the evis exera iii bronchovideoscope, damage at the scope distal end sheath was noticed. Upon inspection and testing of the customer returned device, the scope exhibited no image due to broken charged coupled device unit (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.